Event description:
A smartwire ffr wire was used to diagnose a lesion. The wire was normalized and the lesion measured. At this point, the wire was moved back to the inlet port of the guide wire and the difference between the pa and pd readings had drifted apart with the pd reading unstable. Normalization was again attempted but the readings still drifted. Ffr wire use was discontinued and the ffr procedure was aborted. Upon investigation of the returned device, it was observed during visual inspection that the distal tip dome, an approximate 0.5x0.5mm epoxy dome, was separated and missing from the device. No injuries or adverse events were reported and the patient's hospitalization was not prolonged.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been received for this failure mode within this device lot. The device was returned for evaluation without the connector, so functional testing was not possible. Visual evaluation of the device determined the dome from the distal tip was separated and missing from the device. The dome damage is not related to the reported complaint as the dome has no electrical functionality and does not affect the signal. The dome from the distal tip is a 0.5mmx0.5mm rounded drop of uvex epoxy material intended to enhance smooth tracking and reduce resistance during advancement of the wire during use. The user did not note any wire handling or "feel" issues, such as steerability. A missing dome could contribute to decreased wire handling performance. The dome can be damaged or weakened by exposure to oxidizing agents such as bleach or peroxides which are commonly used in hospitals for disinfection of devices after use. However, the method of decontamination of the device prior to return shipment to volcano is unk. Although it is possible the dome separated while inside the patient, since no adverse events were reported, this scenario is likely. As it is not possible to determine when the dome separated, this event is being reported.